Event description:
The pt reportedly experienced swelling at implant site. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. The pt underwent skin flap revision surgery on (B)(6) 2010.

Manufacturer narrative:
Advanced bionics considers this issue closed. Pt's device remains implanted. The company was informed that the pt is doing well. This is the final report.